Manufacturer narrative:
The external iliac target lesion was reported to be: mildly calcified, and mildly tortuous. The access site was from the ipsilateral side. The product was inspected prior to use and appeared to be normal. The device was prepped and used according to the instructions for use (IFU). No additional information is available. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure when the physician deployed the smart control 7 x 80 mm stent in the external iliac artery target lesion, the stent jumpted forward and missed the intended target lesion site. The physician had intended to deploy two stents, but a third stent was required due to the inaccurate placement described. The additional stents were placed proximal to the first stent. There was no reported patient injury.